Event description:
A customer contacted baxter's technical service center to report having a therapy issue with the homechoice (hc) machine in dwell 3 0f 4. The fill volume was 2500mls. The home patient (hp) wanted to end therapy and drain. The hp has multiple sclerosis (ms) and was in pain from ms. The technical service representative (tsr) assisted the home pt (hp) to end therapy and put the hp into a manual drain. The hp drained back 3654mls. The hp had a last fill volume of 0mls and did a manual exchange prior to starting therapy with the homechoice machine. According to the home pt's nurse, there was no pt injury or medical intervention associated with this report. The root cause of this issue could not be determined. Per the nurse, the pt is doing well with therapy.

Manufacturer narrative:
(B) (4). The home patient did not wish to return the homechoice machine to baxter for eval.